Event description:
It was reported that the patient presented to the emergency room with the complaint of foot pain. While in the emergency room, the physician asked for the pacemaker to be interrogated, it was discovered that the right ventricular (rv) lead was oversensing noise. Programming changes were made to resolve the noise oversensing. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead has been capped and replaced on (B)(6) 2022. The patient was in stable condition.